Manufacturer narrative:
Time issue- no failure detected

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the time on the pump is inaccurate. There was no impact to the customer's blood glucose level. The customer was able to updated the time to reflect the correct time. Reportedly, the pump was set to am when it was pm. In addition, it was reported that the pump battery gauge dropped from 50% battery life to 15% while the pump was plugged into a power source. There was no reported impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump and has insulin pens available for alternate insulin therapy.